Event description:
It was reported that the charger for an ilet bionic pancreas would not charge the device, and the charger¿s indicator light continued blinking despite attempts to use different outlets and reconnect the cord. Symptoms included no adverse clinical effects. Outcomes included no impact on health and no alarms. Customer care provided support that included coordination of replacement logistics. Investigation included customer communication with the user. Investigation of this case revealed a suspected charger malfunction, and a replacement charger was shipped to restore charging capability. It was concluded, based on previously established findings for similar reports, that the cause was a malfunction of the external power supply component.

Manufacturer narrative:
Initial.